Event description:
It was reported that a female patient underwent a revision breast augmentation with two allergan breast implants (left catalog#: 68hp-350, left serial #:(B)(6), right catalog#: unknown, right lot#: 1265704) and experienced postoperative bilateral deflation. The patient stated that her left implant appeared to be losing more volume than her right implant. As a result, the patient underwent explantation on (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).